Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/24/2013: the device was returned to animas and evaluated by product analysis on 06/26/2013 with the following results: testing confirmed the display was faded and pink. Removed displayed and placed new good display in. New display contrast returned to normal. Unrelated to this complaint, the battery compartment was cracked from the threads to case seal. Battery compartment and cap threads were intact. Able to fully tighten battery cap. Opened pump. No corrosion or moisture in pump.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.